Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the monitor would not power on. Upon evaluation, multiple components were damaged on the computer / analog (ca) board. The cause of the inability to power on and the damaged components is high voltage deviation to low voltage circuitry. The root cause of the high voltage deviation cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor and reported that it was unable to power on.